Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 8/3/15 device evaluation: the device has been returned and evaluated by product analysis on 07/16/2015 with the following findings: multiple battery alarms and motor errors all observed in black box on 5/27/2015. Battery cap is able to fully tighten however battery cap does not measure within contact height specifications. Battery compartment intact. Audio bolus button cover has a tear in the center. Moisture evident behind display lens. Due to moisture contamination pump powers with returned battery cap to an audible tone , vibration and a multicolored distorted display. Due to internal moisture contamination keypad is unresponsive to user inputs. Keypad rubber intact, no peeling. Removed keypad. No contamination under key contacts. Unable to complete checklist due to moisture damage/unresponsive keypad. Unable to adequately investigate "battery life" complaint due to internal moisture damage. Leak test shows leak at tear in "audio bolus button" cover. Removed pump case. Evidence of moisture contamination throughout inside of pump on keypad flex connector and multiple other associated components.